Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer is stating that the wheel lock bracket rubs on the wheel and the stop bracket compresses against the wheel, seems to unscrew itself. Also, the push lever is bent on the tilt mechanism.